Event description:
Pt returned to or status post enucleation with 20 mm polyethylene implant os on 8/2/96. Diagnosis of extruding orbital implant os requiring replacement with a 15 mm silicone implant and wound revision.